Manufacturer narrative:
(B)(4).

Event description:
It was reported signal loss over one hour occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. A review of the share logs was performed and signal loss over one hour was found for serial number (B)(4) within the investigation window. The allegation was confirmed. The probable cause was determined to be transmitter, defective. The reported event of signal loss over one hour is reportable based on patient complaint is confirmed due to a defective transmitter unable to download the log. No injury or medical intervention was reported.